Event description:
Manufacturer representative reports ipg removal due to infection. The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.